Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer did not complete the bolus delivery as a result of the alarm. The customer's blood glucose was 218 mg/dl. Troubleshooting found the insulin pump alarmed no delivery during a fixed prime. It was also found the insulin pump alarmed no delivery when a new infusion set was applied. The customer also stated a no delivery alarm did not occur when a new reservoir was applied. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.